Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation: h6/medical device problem code: 4055 unexpected color. The device was returned and evaluated, and there was also found to be an abnormal color tone issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the adhesive peeled off due to interference with a trocar, etc., because there was a scratch on the tip. It is likely that the image abnormality and the abnormal color tone were caused by the buckling of the image sensor unit cable (blue), which caused part of the signal line in the cable (vout core wire) to break. The buckling of the image sensor unit cable is likely to have occurred due to excessive twisting or bending. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the adhesive around the objective lens that was found to be peeled, the evaluation findings are as follows; the bending section cover had a scratch, the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; and the video connector had a crack and was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, there was a generation of noise (but the subject could still be recognized). There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive around the objective lens was found to be peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.